Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process with multiple cartridges. Customer was able to successfully load a new cartridge onto the pump. Customer's blood glucose level was not impacted.